Event description:
The customer reported a leak near the needle cartridge on the lh750 instrument. The volume of the leak was reported as a few ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer was dispatched. He found the customer caused the leak by changing the needle, but was unable to get the sample aspiration tubing on properly. The customer was able to reseat the tubing correctly resolving the leak and the blood detector errors. Unrelated to the original complaint, the fse found the diluent dispenser had an air leak. The fse replaced the rbc diluent dispenser. Upon recur, the failure mode for the air bubbles identified is likely to generate erroneous results for all cbc /differential parameters due to incomplete sample aspiration. It could also potentially cause erroneous results for the cbc/differential and retic caused by carryover due to a rbc diluent dispense failure. (B)(4).